Event description:
It was reported that this pacemaker system had triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements. A signal artifact monitor (sam) episode was recorded due to oversensing related to the minute ventilation (mv) feature signal on the rv channel, and mv was shut off. The patient is dependent on rv pacing and experienced an asystole lasting more than 2 seconds. In clinic, it was reported that the rv lead exhibited loss of capture in the bipolar configuration due to a suspected fracture of the lead's proximal ring. Additionally, this suspected ring fracture caused undersensing. Technical services (ts) was consulted and recommended evaluating the rv lead in clinic. The pacemaker was explanted and replaced, and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements. A signal artifact monitor (sam) episode was recorded due to oversensing related to the minute ventilation (mv) feature signal on the rv channel, and mv was shut off. The patient is dependent on rv pacing and experienced an asystole lasting more than 2 seconds. In clinic, it was reported that the rv lead exhibited loss of capture in the bipolar configuration due to a suspected fracture of the lead's proximal ring. Additionally, this suspected ring fracture caused undersensing. Technical services (ts) was consulted and recommended evaluating the rv lead in clinic. This pacemaker system remains in service and no additional adverse patient effects were reported.